Manufacturer narrative:
Controller (B)(4): method: no testing methods performed. (B)(4). Results: contamination by foreign material. (B)(4). Conclusion: design deficiency. (B)(4). Investigation of this event revealed that the most likely cause of the reported event can be attributed to the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This is a known issue that was investigated under a CAPA. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient woke and connected himself to batteries, he went to have a shower and experienced an electrical fault alarm. Patient then phoned the vad coordinator who advised him to come into hospital. Patient was then admitted to the hospital. Log files were stated to have sent to the manufacturer. Driveline and all ports inspected with no damage identified and patient denied any dropping or mistreatment of controller or equipment. It was stated that more electrical faults occurred while hospitalized. On (B)(4) 2016 the first driveline cleaning was performed by the manufacturer representative. Inspection during the first of the two cleanings showed a gross contamination of a, c, and b female pins and the controller showed gross contamination of b, c, and a male pins. First cleaning was conducted for driveline connector and controller. Patient was said to have been prepped with dobutamine and procedure was done in the ccu. A total pump off time of 1 minute and 30 seconds were documented for the cleaning. On (B)(4) 2016 the second cleaning was performed with new upgraded controller replacing the contaminated controller, and no obvious contamination was remaining on driveline connector. It was documented that the pump off time for the second cleaning was 1 minute and 20 seconds. Patient was stated as remaining stable during both pump stops. No additional information available.